Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Upon field inspection, the erbe integrated electrosurgical unit (iesu) presented a c-00 error. As a result, the erbe unit was replaced. The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the field service engineer (fse) contacted technical support on behalf of the customer to report repeated activation faults on the erbe integrated electrosurgical unit (iesu) which affected both monopolar and bipolar energy delivery. The customer attempted initial troubleshooting by testing different energy leads, however, the activation faults persisted. No specific error codes or system messages were available at the time of the report. As a result of the issue, the customer connected and utilized a third-party device which allowed the procedure to continue without interruption. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the fse became aware of the reported issue on march 04, 2026 from the site robotic clinical nurse. The procedure was completed robotically with use of a third-party electrical safety unit. There was no injury to the patient as a result of the issue.

Manufacturer narrative:
The probable root cause is attributed to a faulty electrical component inside the erbe generator unit. The error c-33 indicates a higher voltage than expected while powered on.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The erbe integrated electrosurgical unit (iesu) was analyzed and the reported problem was confirmed via log review which revealed errors c-33, 2-8a, and 1-8a logged on 04-march-2026. Functional testing was performed using an in-house system. The unit powered on and successfully cauterized across all ports and instruments without any issues. Additionally, a review of the erbe internal log showed error c-00. The complaint was confirmed, but not replicated, based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis investigation.

Event description:
Refer to h11 for follow-up information.